Event description:
This report is to advise on a failure event that was observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. A failure event was observed during analysis. Final analysis found full breached outer insulation degradation distal to connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. No further anomalies were detected.